Event description:
Ventilator is connected to our simplex-grinnell ez care nurse call system. The vents external nurse call port locks up and we are unable to reset the nurse call system as long as the vent is pluged into it.======================manufacturer response for ventilator, e-500======================unable to find cause======================manufacturer response for ventilator, e-500======================they have been unable to find what causes this.